Event description:
A nurse reported that an intraocular lens (iol) was exchanged for a different power. In a follow-up, in the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/19/2009 and 12/04/2009 by phone, fax, and mail. A completed questionnaire was received on 12/07/2009.